Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that she was hospitalized for low blood glucose levels. The customer felt unsafe using this insulin pump, and requested a replacement. The insulin pump did pass the self test, however, nothing further was reported.